Event description:
It was reported that the ICD alerted due to high impedances on the right ventricular (rv) lead. The lead was suspected for fracture, explanted, and replaced. No patient complications have been reported as a result of this event. A clinical data review indicated that the rv lead impedance had almost quadrupled over 4 months. There was no change to the high voltage impedance. There were no sic counts and no recent episodes logged. The lead was returned in pieces and the lab did not find anything out of spec. The 6947 does not typically see this type of impedance change. The analyst noted that something may be out of spec.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead was included in a field action, but returned product testing found the device did not perform as described in the field action.  Product summary: the full lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The returned full lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the high impedance described in the event. There were no anomalies observed on the full lead in segments. All electrical and visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The returned lead was clean and had minimal explant damage. Blood ingress was not observed. (B)(4).